Event description:
It was reported to boston scientific corporation that a rx pre-curved ercp cannula was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the physician attempted to advance the device over a guidewire, the device didn't advance smoothly. The physician forced to advance the device and placed it at target site. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; split working length.

Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(4). A visual examination revealed that a guidewire was found loaded half way through the working length of the device. Additionally, the working length of the device was found split/torn near the bond joint area. A functional evaluation with a 0.035" guidewire could not be successfully conducted as resistance was met due to contrast residue present inside the working length of the device. During manufacturing, tome devices are 100% inspected, the split working length is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.